Event description:
It was reported that the insulin pump has an unresponsive keypad. It was reported that the insulin pump alarmed experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Unable to troubleshoot due to buttons not working. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces.